Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 155 mg/dl. Customer's mother stated the customer was at cheer practice. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.